Event description:
It was reported a month after surgery the patient fell and dislocated and was revised.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection shows some damage to the outer diameter of the oxinium head and outer diameter of the liner. The damage that is visible is not unusual with product that has been explanted. A lab analysis was completed and the acetabular liner showed signs of deformation, this could be from the reported dislocations and/or removal of the device. Damage was noted on the articulating surface of the oxinium femoral head and this could be from the reported dislocation and/or removal of the device also. A review of the complaint history shows no prior complaints with the listed lots and a review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
(B)(4)